Manufacturer narrative:
The position of the cam when valve was received was 30mmh2o. The valve was visually inspected; a needle hole in the needle chamber was noted, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The valve was dried. The valve was leak tested. The valve only leaked from the needle hole in the needle chamber, no other leaks were noted. The valve was reflux tested, the valve passed the test. The valve was tested for programming, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3834, with lot number crbdcr, conformed to the specifications when released to stock on the (B)(6) 2014. No root cause could be determined, as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Rep reported that patient received a codman shunt on or around (B)(6) 2014. Patient was stable for 2 weeks when the patient started exhibiting signs of over drainage. The attending physician was out of town, while two other clinicians were covering and unfamiliar without to program the codman valves as they were accustomed to using other non-codman devices. When the device was initially implanted the device was set to 120mmh2o and was said to have moved to 70mmh2o. Rep was called in to assist in programming on (B)(6) 2014 in which is was programmed to 150mmh2o and x-ray confirmed it. On (B)(6) 2014 the surgeon called the rep again and indicated that the patient was not doing well and he was going to revise the valve again as it appeared the device had moved to 70mmh2o. When the rep arrived at the hospital it was communicated that the case had been cancelled as it was likely the patient was not going to survive. The rep spoke with the surgeon of concern of a possible shunt malfunction, however the surgeon communicated that he did not believe it was a shunt malfunction rather than a patient issue. It was also explained that the patient was also being drained with an evd. (B)(6) 2014: additional information explained that just fyi. Valve was originally placed on (B)(6) 2014. I helped reprogram on (B)(6) 2014. The lot # is crbdcr. I have not heard back from doctor or his pa.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.